Manufacturer narrative:
Review of the analyzer data showed no indication of analyzer issues which may have contributed to the customer's allegation. Investigation of the reagent kit lots did not identify any product issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged on (B)(6) 2021, discrepant result for a patient with the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. The customer indicated the initial test on the cobas® liat® system, generated a sars-cov-2 positive result. Repeat testing of the same sample generated a sars-cov-2 negative results. Upon further review, the ID's samples provided did not match up to the customer's allegation. Both sample ids provided were run on (B)(6) 2021, however, sample a was run # 680 and sample b was run # 681, meaning that sample b was run first and then sample a second. Additionally, both sample ids generated negative results; there was not a positive call for any targets for either run. Further review of the run data showed no positive sars-cov-2 results generated on (B)(6) 2021 at all. The positive test result was released to the doctor and the patient. There is no harm alleged. No further clarification or data was provided on the allegation. The customer also indicated they have had no further issues with the product. Investigation of the reagent kit lots did not identify any product issue.